Event description:
On (B)(6) 2013 the reporter contacted animas alleging a display dim/fading/color spectrum issue. The reporter indicated that the pump screen had a rainbow discoloration. This report is made because the issue was unable to be resolved with troubleshooting. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/24/2013, device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the display screen was fully functional. The old display screen was removed and replaced with a new display screen for testing. There was no difference observed between the original display and the test display. The complaint could not be confirmed or duplicated on investigation.